Manufacturer narrative:
The actual device was not available, however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed an external fluid leakage from the access screwed connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization #: (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that during priming with a oxiris set, an external fluid leakage occurred from the screwed connector. There was no patient involvement. No additional information is available.